Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Inspection of the actual sample was performed. Visual inspection of the actual sample found that the distal end had been damaged. Magnifying inspection found that the distal end had been flared and torn lengthwise. There were three missing parts. The missing length of the distal end was approximately 1 mm, 0.5 mm, and 0.2 mm in the circumferential direction. Electron microscopic inspection of the actual sample found multiple scratches in the vicinity of the tears and fine elongation of material on the torn surface. The outer and inner diameter of the actual sample were measured and confirmed to meet the factory's control standard. From the condition of the actual sample, it was inferred that the distal end may have torn starting from the scratches due to an application of tensile load. (E.g., the balloon was retracted into the catheter while it was not deflated). To reproduce this state, the distal end of a catheter was scratched, and then an attempt was made to retract an insufficiently deflated balloon into the catheter. Give some scratches to the distal end of a catheter, and then retract an insufficiently deflated balloon into the catheter. As a result, multiple tears occurred on the distal end starting from the scratches and find elongation of material was observed on the torn surface. This state was similar to that observed on the actual sample. Review of the manufacturing record and the shipping inspection record of the involved product/lot# confirmed that there were not any indications of anomaly in them. A search of the complaint file did not find any other similar report with the involved product/lot# combination from other facilities. IFU states: "when inflating a balloon at, or close to the guiding catheter tip, be sure not to inflate it inside the distal end of the guiding catheter, as this may cause damage to the guiding catheter tip or to the balloon. When removing a balloon through the guiding catheter, make sure to deflate it completely. Removal of an incompletely deflated balloon may clog the guiding catheter tip and may result in damage of the tip due to the thinness of the slenguide catheter wall." Based on the investigation result, it is conceivable that this case was caused by the following mechanism. During approaching the lesion, the actual sample was abraded by a calcified part of the lesion, which resulted in the scratches on the distal end surface. When the concurrently used balloon in an insufficient deflated state was retracted into the catheter, the distal end was exposed to a tensile load in the circumferential direction, which resulted in the tears starting from the scratches. Based on the description of the event that there was catching feeling when the actual sample was attempted to be pulled, it was likely that the torn parts of the distal end were caught in the stent. When the actual sample in that caught state was pulled out, the torn parts were separated, resulting in three missing parts. The missing length of each part was 1.0 mm, 0.5 mm and 0.2 mm in the circumferential direction. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported the r2p slenguide had fine cracks on the distal end. R2p evt, left radial approach with 7fr. Gss. After luminex stent was delivered, when they attempted to pull out the actual sample, they felt that it was caught. The procedure was completed successfully. The patient was not harmed.